Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for diabetic ketoacidosis. The blood glucose result was "hi" mg/dl on the doctor's meter. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. The lab result was 663 mg/dl. The type of treatment given to the patient was unknown. The patient was currently still in the hospital. The infusion device was requested to be returned for product evaluation.